Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system, the patient's name was showing but the orders did not cross. The customer stated that the user was able to retrieve medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's name was showing but the orders did not cross. A technical support specialist upgraded the data base (db) server's random-access memory (ram) and adjusted the message cap to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.